Event description:
It was reported that a patient presented in clinic for a device upgrade. An x-ray was performed and the patient's right ventricular (rv) lead was found to have externalized conductors. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 11.2 ¿ 12.6 cm from the distal tip. Both the etfe cable coating were found broken/ separated and ptfe liner was damaged in this location consistent with procedural damage. Externalized conductors due to internal insulation abrasion were noted at 13.4 ¿ 15.8 cm from the distal tip with intact inner coil lumen. One of the rv cable was cut and the other was damaged etfe cable coating was noted in this location consistent with procedural damage. Externalized conductors due to internal insulation abrasion were noted at 15.9 ¿ 16.2 cm (figure 10), 20.2 ¿ 21.0 cm (figure 11) and 25.2 -25.5 cm (figure 12) from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 17.6 ¿ 18.3 cm, 25.0 ¿ 27.3 cm, 35.8 -36.3 cm, 38.6 -38.9 cm and 39.2 -39.4 cm from the distal tip.